Event description:
It was reported that balloon rupture occurred. The patient was being treated for angiogram in the leg. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, while inflating the balloon at nominal pressure during procedure, the balloon leaked and popped. The device was removed from the body. A new of same device was used to complete the procedure successfully. No patient complications were reported.